Manufacturer narrative:
Loss of vacuum can occur for a multitude of reasons. The majority of reasons are clinically related, some of which are controllable (ie., cup placement, traction force and direction, vacuum level, etc) while others are not controllable (ie., amount of fetal scalp hair and edema, size of fetus, maternal effort, etc). It appears that the vacuum was dislodged once (popped-off) during this delivery which was carried out because the fetus was not tolerating the procedure (suspected hypoxia). Pop-offs are a known potential effect of any vacuum delivery. It is clinical innovation's recommendation to consider an alternative method of delivery if the cup comes off twice.

Event description:
Term +5 days. Spontaneous assist of labour programed well during 1st stage of labour at 15:15 fully dilated. Kiwi delivery required for abnormal cte - subacute hypoxia. On 2nd traction - cup detached off fetal head. 2nd kiwi used - head delivered following 3rd pull.